Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history for listed parts revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Based on the available information, the root cause of this patient¿s knee swelling cannot be concluded. However, this patient¿s gout cannot be excluded, as a contributing factor in this event. No further information on the patient¿s status has been provided. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a knee aspiration was performed due to swelling of right knee .